Manufacturer narrative:
Date sent to the FDA: 7/31/2018 . Initial suture breakage malfunction events: 119, initial suture breakage devices returned: 121· 48 - use error caused or contributed to event · 67 - no device failure · 1- manufacturing deficiency · 5 - unable to confirm complaint , initial needle breakage malfunction events: 71 , initial needle breakage devices returned: 90 · 12 - use error caused or contributed to event · 66 - no device failure · 3 - manufacturing deficiency · 9 - unable to confirm complaint , initial needle pull off malfunction events: 148, initial needle pull off devices returned: 304 · 20 - use error caused or contributed to event · 241 - no device failure · 34 - manufacturing deficiency · 9 - unable to confirm complaint . Follow up suture breakage malfunction events: 4 , follow up suture breakage devices returned: 22 · 1 - use error caused or contributed to event · 21 - no device failure · 0 - manufacturing deficiency · 0 - unable to confirm complaint , follow up needle breakage malfunction events: 14 , follow up needle breakage devices returned: 37 · 4 - use error caused or contributed to event · 27 - no device failure · 3 - manufacturing deficiency · 3 - unable to confirm complaint follow up needle pull off malfunction events: 22 follow up needle pull off devices returned: 65 · 1 - use error caused or contributed to event · 57 - no device failure · 4 - manufacturing deficiency · 3 - unable to confirm complaint . All devices labeled for single use; 0 devices reprocessed and re-used 0 remedial action complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
This report summarizes 338 initial malfunction events, including 119 suture breakage, 71 needle breakage and 148 needle pull-off that occurred intraoperatively. It also summarizes 40 follow up malfunction events, including 4 suture breakage, 14 needle breakage and 22 needle pull-off that occurred intraoperatively.